Event description:
It was reported that the insulin pump alarmed button error which could not be cleared. The blood glucose reading was 233 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. The customer declined to return the original insulin pump. Nothing further reported.

Manufacturer narrative:
All buttons function properly however, the insulin pump had moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked display window at all four corners, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.